Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 199 mg/dl. The customer's expected fasting blood glucose test result range is 95-105mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 199 and 199mg/dl. The product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 2/28/2019 and open vial date is 7/5/2016. The meter memory was reviewed for previous test result history : (B)(6). Memory concerns:199mg/dl. Customer states the blood glucose level is in control.